Manufacturer narrative:
G2: country of origin is japan. G4 PMA/510(k)#:similar device with product ID: c01a, UDI: (B)(4). And 510(k)# k041584 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in k yphoplasty procedure for primary osteoporosis and type of fracture is compression fracture. It was reported that after injecting the cement, it was confirmed that the cement had hardened and when the osteo introducer was removed, it was discovered that there was cement in the dura mater. The osteo introducer was covered with the cement, so it was not possible to see where it was leaking and there may be a possibility of reoperation. No further complications were reported. Additional information was received via manufacturer representative that there was no allegation with reported kit and mixer. Surgeon decided not to do anything regarding revision surgery because the patient had no paralytic symptoms. The event occurred during normal usage of products and no manufacturing issue suspected.